Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was noted in the patient line tubing. There was no impact to the customer's blood glucose level. Customer tried to prime the air bubble from tubing but was unsuccessful. During troubleshooting with tandem technical support, customer was guided through a supply change.